Event description:
It was reported that bd angiocath leaked. The following information was provided by the initial reporter: the nursing staff is reporting that the flexible part of the angiocath, after puncturing the vein and removing the needle, is leaking at the connection between the flexible part and the luer lok connector. Also, after removing the needle and connecting the equipment to run the serum, it does not run, appearing to have come out of the vein, but after removing the flexible part, it comes out showing that it was bent inside the vein, that is, it bends when the needle is removed. The same thing is happening with the angiocath n22, but it was purchased from another supplier, and I also made a complaint.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
As the material and lot numbers were unknown for this incident, a review of the device history records could not be completed for this incident. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. The first image showed a used 22g product and the catheter appears to be bent. However, based on the characteristics of the adapter (the blue part of the product), this is not a bd 22g angiocath product. The second image showed an unused 22g product, highlighting the catheter adapter where the leakage was reported. However, based on the visual inspection of the picture only, it was not possible to identify any leakage. For a more detailed analysis, additional product information and the physical sample(s) would be required. At this time, further conclusions are not possible for the reported incident. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional details.